Event description:
During an incident in 2001 involving a male patient in cardiac arrest, the defibrillator charged and delivered only 3 times, one minute of CPR was performed, the analyzer button was pressed and the defibrillator shut down, while charging for shock. The crew tried to turn the unit back on by pressing the on button with no results. A second battery was used, but it did not turn on the unit. The patient was transported to a hospital where he was pronounced. Between the 2nd and 3rd shocks was a "no shock indicated" assessment. A minute of CPR was then performed. Both batteries were fresh from the charger and the unit was checked at the start of tour. Both crew member reports call the 2 batteries dead. The ambulance call report states as chief complaint: "he is dead."